Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's lead had migrated, which was confirmed via x-ray. Surgical intervention took place of a revision, but during the procedure a complication occurred of a spinal fluid leak. The physician decided to abort the revision and the ipg and leads wee explanted to address the issue. The patient was in stable condition and no complications after the release from the hospital.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.